Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.